Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1w5dz, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The manufacturer representative (rep) was with a patient for a revision (lead replacement) due to the patient not experiencing stimulation/the patient wasn't having stimulation. Using the smart programmer they had initially found the ins in the operating room (or,) however when they went to make sure all programs were in place, the rep could not communicate. The rep had unpaired the ins from the smart programmer and they still could not find the device. The rep attempted to power cycle both devices and try communication again, which had proved unsuccessful. It was noted they had tested the smart programmer and the communicator on a separated ins and they had ruled out any damaged devices. The revision (lead replacement) had taken place (B)(6) 2019. The caller could not interrogate and pair the patient¿s device. Technical services reviewed that interference could come from the environment or inflammation after the revision. The rep was advised to try a different time when the patient was not on the table or when they had healed. It was noted that it was unknown when the patient had begun experiencing not having stimulation. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: tm90g01, product type: accessory. Product ID: 3889-28, lot# va1w5dz, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported by the health care physician (hcp) that the serial number of the communicator was unknown. In response to the inquiry of the cause of the patient not having stimulation the hcp replied ¿possible swelling.¿ in response to the inquiry for cause of the smart programmer being unable to interrogate and pair the patient¿s device/the inability to communicate was that the device needed to be pressed close to the patient¿s body. In response to the inquiry for actions and interventions taken to resolve the smart programmer being unable to interrogate and pair the patient¿s device/inability to communicate the hcp replied the device was pressed harder against the body. The hcp indicated that this was on the day of surgery. The hcp reported that the explanted lead had been disposed of.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1w5dz, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.